Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed ¿unable to proceed¿ during the fill tubing step across multiple supply sets and new insulin despite correct setup and successful dry runs, which is consistent with a device problem of complete blockage involving the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device problem consistent with complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.